Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) units homechoice claria cassettes presented a leak. The patient identified the leak close to the homechoice door when the cassette was inside while being primed. This same issue was identified with twelve cassettes during three days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. It was found that all three (3) cassettes were cracked on one side. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.